Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed without any delay. The philips remote service engineer (rse) examined system remotely and confirmed that intermittent footswitch failure. Upon troubleshooting, the philips remote service engineer (rse) checked with the system remotely and customer stated that there was intermittent issue with foot pedal control and needed replacement of the pedal. To resolve the issue rse sent replacement pedal to the customer, and the customer replaced the pedal. The failure of the wired footswitch can be attributed to the issues resolved in philips correction 2023-igt-bst-004. The defective part was sent for analysis, for footswitch, malfunction was observed and the failure was found to be cable at cable inlet footswitch is rotated. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure was completed as planned without a delay. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was intermittently unable to trigger exposure, which can impact imaging. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.